Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as the patient did not wear a mask for therapy. It was unknown if the patient was hospitalized for the event. The patient was treated with ceftazidime (500 milligram, route, frequency, and duration not reported) and amikacin (125 milligram, route, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient was recovering from the event. Action taken with dianeal therapy was not reported. Additional information was not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.